Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the customer had high blood glucose level and the insulin pump received multiple power loss alarms. The customer¿s blood glucose level was 412 mg/dl at the time of incident. The insulin pump will not be returned for analysis.